Event description:
On (B)(6) 2012, the patient's mother contacted animas on behalf of the patient to report that the patient's blood glucose reading have been fluctuating. The reporter did not have the subject pump in hand at the time of the call. Troubleshooting could not be completed at this time. Animas made several attempts to contact the patient back for more information but there was response. A letter was sent to the patient requesting a call back. This complaint is being reported due to an alleged inaccurate delivery issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows no errors or alarms associated with this complaint. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The keypad buttons were unresponsive, which prevented further testing of this complaint.